Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the eval/investigation has been completed.

Event description:
The rotator on the end of the manifold broke during use. The rotator was connected to a stopcock. The manifold was not struck with anything hard, the tech was tapping the manifold with his finger when the rotator broke. No harm or injury reported.